Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a vent inop condition due to post timer/24v failure. The customer reported there was patient involvement and no patient harm.

Manufacturer narrative:
The field service engineer (fse) replaced the vga controller pcba to address the reported problem.